Manufacturer narrative:
(B)(4). Manufacturing date -- january 8, 2016 ¿ january 12, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed excess drug precipitate in the solution of the bladder. The luer cap was removed from the distal luer for observation of flow, very slow drips of drug fluid were observed coming out of the distal luer. The reported issue of no flow was verified and the cause was due to excess drug precipitate and drug viscosity. The cause of drug precipitation was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate experienced a no flow event. The intermate was filled with 4500mg of piperacillin/tazobactam in 50ml sodium chloride 0.9%. The reporter stated that after 20 minutes, no fluid had flowed through the device. There was no patient injury or medical intervention associated with this event. No additional information is available.